Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard a tone. The health care professional (hcp) explained that the tachy therapy was reprogrammed for some time. Hcp added that the magnet over the device would cause the tone. This crt-d remains in service and will not be returned. No additional adverse patient effects were reported.